Event description:
It was reported that the patient experienced frequent ipg charging, and the patients leads had migrated. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7075497 / 7077054.